Manufacturer narrative:
Follow-up #1 date of submission 02/06/2015-product analysis:the device was returned and evaluated by product analysis on 01/22/2014 with the following findings:a battery compartment crack was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that there was an issue with the pump's casing. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.